Event description:
It was reported that the patient had been in the hospital on monday and tuesday due to a severe infection and was released yesterday to go into nursing care. Caller said they brought the recharger with them and sat with it for at least an hour last night and it kept pulsing, they asked the patient if it pulsed before and the patient said no but they can't look at it very well when it is on their chest. Caller said they were concerned because pt normally charged for 20 minutes a day and the ascending tones were always heard once they were fully charged but they charged for at least an hour on monday or tuesday but they did not hear that noise and they tried for a half hour to 45 minutes yesterday but never heard the tone. Agent asked if the patient had a programmer or control equipment to check implanted neurostimulator battery level but caller said they have been moving and can't find it at the moment. Reviewed some information about recharging: the pulsing is normal and it may be working just fine but the implantable neurostimulator (ins) may not have reached 100 percent due to lapses in normal recharging schedule and not charging long enough. Recommended continuing to charge every day and charge for a longer amount of time. Recommended trying to find the programmer to check ins level, reviewed how to replace lost equipment and provided phone number for sunmed. Reviewed to call back if they need further assistance. And they can seek support from the patient's doctor. The patient was redirected to their healthcare provider to further address the issue. The caller mentioned unrelated medical history. .

Manufacturer narrative:
Continuation of d10: product ID wr9200 lot# serial# (B)(6); product type recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.